Manufacturer narrative:
Concomitant medical products: product ID 3389-28, lot# va16wtj, implanted: (B)(6) 2017, product type lead; product ID 3389-28, lot# va1esqd, implanted: (B)(6) 2017, product type lead; product ID 3708695, serial# (B)(4), implanted: (B)(6) 2017, product type extension; product ID 3708695, serial# (B)(4), implanted: (B)(6) 2017, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for epilepsy. It was reported that the patient's extension was breaking through the scalp on the left side of their head. The patient reportedly has very thin and brittle skin, and the extension broke through. The extension was sticking out of the patient's head. On (B)(6) 2017 a revision was performed and the left lead and extension were repositioned. The right extension was checked at that time and not repositioned. The patient came back to the ER because of crusts on their head and bad wound healing. A second revision was performed on (B)(6) 2017 to reposition the right extension. The issue was resolved. No further complications were reported or anticipated. Additional information was received from a health care provider (hcp) via a manufacturing representative. The clinical diagnosis was updated to: device component migration.